Manufacturer narrative:
The main device component of the system and other applicable components are: product ID: 3889-33, lot# va1lapq, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. Product ID: 3889-28, lot# va1m63f, implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that when position the patient for the stage 2 procedure, the physician noticed redness along the incision of the pocket left side buttock. The pocket site was and the physician notice clear fluid due to the infection. The bilateral tined leads and all components from the stage I procedure were removed, pocket site was cleaned out and patient was being treated for infection. The issue was resolved at the time of this report. No further complications were noted or anticipated.